Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3387s-40 lot# va035yd, implanted: 2012 (B)(6), product type lead product ID: 3387s-40 lot# va035yd, implanted: 2012 (B)(6), product type lead product ID: 37642 lot# serial# (B)(4), product type programmer, patient product ID: 3708695 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID: 3708695 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).

Event description:
It was reported that one of the patient's two leads was not working and had been turned off due to a prior fall. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the event was a fall that caused lead retraction. It was reported that the patient did not require hospitalization, and the event was an ongoing serious injury / the patient recovered with sequela.

Manufacturer narrative:
(B)(4).